Manufacturer narrative:
B3. The date received by manufacturer has been used for this field. H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd syringe 10ml ll 21ga 1-1/2in bil lax contained foreign matter. Verbatim: it was reported that poor packaging (stains, broken, bad packing). Altered product characteristics. Yesterday there were syringes that came in bad condition. 10cc syringe 10 units.